Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Note the correction for reference report number 2017865-2016-02662. Results code should include (B)(4).